Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial undersensing. Concomitant products: c4tr01 crt-p, implanted: (B)(6) 2014.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited no capture and undersensing in both bipolar and unipolar configurations. The ra lead was attempted to be replaced, however, the patient's vein was occluded at the superior vena cava (svc) junction so a new lead could not be implanted. The ra lead was programmed off and remains in the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead also exhibited intermittent noise and continued to have issues with non-capture and undersensing. The ra lead was reprogrammed. No further patient complications have been reported as a result of this event.